Event description:
Lead warning occurred due to excessive fluctuation of bipolar pacing lead impedance. Then, the sensing polarity was changed to tip-coil, and the fluctuation disappeared. The main body was replaced this time due to the battery service life, and a lead was additionally inserted at that time. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).